Manufacturer narrative:
The li reagent lot number was 811769 with an expiration date of 31-may-2026. The customer had cleaned the sample probe due to recurring clot alarms.

Event description:
The initial reporter complained of qc issues with lithium (li) on a cobas c 503 analytical unit. Discrepant results were identified for 1 patient sample. The initial li result was 1.8 mmol/l. The doctor requested repeat testing. The repeat on a different c503 analyzer was 0.6 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
Incomplete calibration and qc data were provided for investigation. Multiple "abnormal aspiration" alarms were observed on the alarm trace data; however, these did not occur on the day of the event. The field service engineer (fse) found a dirty sample probe and excessive salt buildup on the sonic wash station. The fse replaced the sample probe and cleaned the sonic wash station. Precision and qc results were acceptable. The investigation determined the event was due to a maintenance issue.